Event description:
Double tourniquet was up at pressure of 250 starting at 0813. Md injected her prepared local w/double tourniquet inflated. All local injected for bier block. Md instructed rn to deflate cuff #1 on stryker tourniquet. Md watched as I hit the deflate button on cuff #1 per her orders. When I hit the deflate on cuff #1, cuff #2 deflated on its own as well (without me hitting deflate on cuff #2).neither one of us could figure out or explain why both cuffs deflated even though they were hooked up to two different tourniquets. All local anesthetic utilized for bier block went into pt's system as double tourniquet malfunctioned and both cuffs subsequently deflated.